Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported they were unable to get closure and hemostasis to the impella axillary site. A covered stent was placed to achieve hemostasis. The patient survived the event.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: major bleed/access site adverse event: the cause of major bleed/access site adverse event was not determined due to insufficient clinical details.